Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. A diagnostic error occurred. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Physician statement: patient stated left side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.